Event description:
It was reported that site had encountered f152 communication fault errors while using picosure pro and that the foot pedal would fire even after foot was off the pedal. Error with 1064nm handpiece (hp) was showing too high or too low energy, with site having to recalibrate it multiple times for it to operate. Error with 755nm zoom hp had the screen glitching and required site to recalibrate and restart repeatedly. Error with 532nm hp needed to be recalibrated 10 times before site was able to use it.

Manufacturer narrative:
Cynosure lutronic technology (clt) clinical team contacted the site to investigate the event. Clt clinical determined the event to be inconclusive since root cause is unknown at this time. Site confirmed that no injuries had occurred. The appearance of the error message is an expected system response that prevents further operation of the device and informs the user to seek assistance from technical support/service. A device evaluation has not yet been scheduled. When the device has been evaluated, an investigation will be updated as needed. Although a device evaluation has not yet been completed, review of the device history record confirms that the product passed and met all requirements before releasing. Based on the site's report of an unintended discharge of laser energy, this event is considered an accidental radiation occurrence (aro) and represents a device malfunction that is reportable under 21 cfr part 803 in accordance with u.s. Food and drug administration MDR requirements.